Event description:
The user facility reported that priming solution leaked out of the luer-lock connector while preparing to use a capiox rx25re oxygenator. The user facility tightened the luer-lock component and used the device for the procedure without any problem. Since the leak occurred during priming, no patient involvement occurred.

Manufacturer narrative:
The actual sample was not available for evaluation; therefore the failure investigation was limited to a review of user facility information, quality records, and an evaluation of a retention sample. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Visual inspection of the retention sample confirmed it had no anomalies, and the luer taper on the sampling line was found to be in the normal state. Device labeling does address the potential for such an occurrence in the method of operation in the instructions-for-use with statements such as, "check figures and labels to make sure tubing is connected to the correct port. Special care should be taken to connect tubing to the ¼" (6.4mm) gas inlet port and ¼" blood cardioplegia port." Further device labeling instructions state, "caution - ensure that all connected parts including luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. All available information has been placed on file for use in quality assurance tracking, trending and follow up. (B)(4): device is not available.